Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of closure during the exploratory sternotomy, the needle used appeared fragile from the first transosseous passage. The sutured dulled and twisted until it became straight and disengaged from the steel wire. In addition, steel wire was difficult to tighten at the bone edges because it broke. A foreign body was in the surgical site. The surgical time was extended to 30 minutes or more and incision was extended to more than 1 inch. The extension of the surgical time weakened the sternal bone.